Event description:
The customer reported that they had a stroke pt who was acting belligerent about being put into the canopy bed. The staff appeased the pt by letting him wear jeans while inside the canopy. The staff didn't realize that the pt had a lighter in his pocket. The pt burned the canopy on the corner of the mesh. The pt was not injured in any way.

Manufacturer narrative:
Eval of the returned product shows that the panel side back window has 2 inch burn holes in the mattress envelope. The window side has a 3 foot burn in the mesh and the material. The pt side b the left leg has a burn in it. The top ridge elastic is broken.